Event description:
It was reported that during a pulsed field ablation procedure, after the catheter was connected, the electrical umbilical cable could not be securely connected to the catheter and the system immediately displayed that the catheter could not be recognized. Replacing the cable did not resolve the issue. It was observed that a gelatinous substance was present inside the catheter tail end. The catheter was replaced, but the issue still persisted. The third catheter was used with the same issue occurring again. The first three catheters were reported to be from the same lot. After switching to the fourth catheter, the issue resolved. The case was completedwith pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 1. Catheter pulseselect model: pscc100 lot no:0013247417 2. Catheter pulseselect model: pscc100 lot no:0013247417 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.